Manufacturer narrative:
The below report was received by health authority u.s. Food and drug administration (reference number: mw5113469) on 30-nov-2022. The most recent information was received on 13-sep-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal/removal surgery") and vulvovaginal pruritus ("vaginal itching") in a 36 year-old female patient who had essure inserted (lot no. B21577) for female sterilisation. The patient had a medical history of parity 5 and gravida (5). Patient tolerated the insertion well, stating she had only mild cramps at most. She also tolerated well the removal. Previously administered products included: vagicrem, steroids and paraffin soft. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced vulvovaginal pruritus (seriousness criterion medically important). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, excision of endometriosis). At the time of the report, the outcome of vulvovaginal pruritus was unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to vulvovaginal pruritus. The reporter commented: she started to get vaginal itch about 6 years ago. It will come and go, lasting 2-3 days. Intercourse, running, bleeding makes the itching worse. Vulvar biopsy was negative. She tried crisco and using condoms but nothing will help the itching. She uses peri bottle to help the itching. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy vulva] on (B)(6) 2022: negative. [Hysterosalpingogram] on (B)(6) 2014: satisfactory position of bilateral tubal occlusion. Devices, with bilateral tubal occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical records: 5 reporter added (hcps), lot number was provided. Medical history and lab data added. Removal date was amended to (B)(6) 2023. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority u.s.food&drugadministration (reference number: mw5113469) on 30-nov-2022. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal / removal surgery") and vulvovaginal pruritus ("vaginal itching") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced vulvovaginal pruritus (seriousness criterion medically important). On (B)(6) 2022 she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery) and non-drug therapy (vaginal biopsy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to vulvovaginal pruritus. The reporter commented: I had essure placement so many side effects. Vaginal biopsy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: adverse event "medical device removal" added to the case; essure removal information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5113469) on 30-nov-2022. The most recent information was received on 29-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal / removal surgery") and vulvovaginal pruritus ("vaginal itching") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced vulvovaginal pruritus (seriousness criterion medically important). On (B)(6) 2022 she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to vulvovaginal pruritus. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of ptc. 29-mar-2023: no new clinical information received. 29-mar-2023: all required attempt were completed. Case routing completed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5113469) on 30-nov-2022. The most recent information was received on 23-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal / removal surgery") and vulvovaginal pruritus ("vaginal itching") in a 36 year-old female patient who had essure inserted (lot no. B21577) for permanent contraceptive tubal implant. The patient had a medical history of parity 5 and gravida (5). Patient tolerated the insertion well, stating she had only mild cramps at most. She also tolerated well the removal. Previously administered products included: vagicrem, steroids and paraffin soft. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced vulvovaginal pruritus (seriousness criterion medically important). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, excision of endometriosis). At the time of the report, the outcome of vulvovaginal pruritus was unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to vulvovaginal pruritus. The reporter commented: she started to get vaginal itch about 6 years ago. It will come and go, lasting 2-3 days. Intercourse, running, bleeding makes the itching worse. Vulvar biopsy was negative. She tried crisco and using condoms but nothing will help the itching. She uses peri bottle to help the itching. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy vulva] on (B)(6) 2022: negative. [Hysterosalpingogram] on (B)(6) 2014: satisfactory position of bilateral tubal occlusion devices, with bilateral tubal occlusion. Lot number: b21577. Manufacture date: 2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.